Event description:
A nurse reported a system message was received during a procedure causing the system to lock. An alternate system was used to complete the procedure. There was no pt harm reported.

Manufacturer narrative:
The company rep examined the system and reseated the serial communication cable connector and front panel pcb to resolve the bad contact. Preventive maintenance was performed. The system was then tested and met product specs. No sample was returned for eval and no add¿l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).